Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031401, mini +10mm thickness +0mm taper offset 40mm diameter humeral tray; lot#: 64336331. Item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 66940863. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty with non-zimmer biomet products on an unknown date. The patient then underwent a two-stage revision surgery approximately two (2) months ago due to an unknown reason where zimmer biomet products were implanted. Subsequently, the patient underwent a revision surgery approximately a month and a half later due to the implants dislocating. It is unknown what caused the implants to dislocate.